Event description:
Additional information was received reporting that the catheter was flushed per IFU. The apollo catheter rupture occurred in the distal third of the catheter, approximately 15cm proximal to the distal marker. There was no friction felt during the delivery and it was noted that delivery of the onyx went well. There was no other damage noted beside the rupture which occurred during onyx injection. The patient was treated for arteriovenous fistula accessed by the external carotid artery. Vessel tortuosity was not reported and noted to be irrelevant. The patient was doing well. No injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the apollo micro catheter (model: 105-5097-000 lot: b077253) found that the apollo total length was measured to be ~168.2 cm, the usable length was measured to be ~160.9 cm which is not within specification. The 5.0 cm detachable tip was found to be detached from the apollo micro catheter. Onyx residue was found with the apollo catheter hub. Onyx residue was found within the distal end of the ldpe coupling tube. Onyx residue was also found on the catheter at ~7.6 cm from the distal end. The catheter could not be flushed as it was found to be occluded. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿catheter rupture with onyx¿ could not be confirmed. Although the returned apollo was found occluded with onyx and onyx was found on the catheter lumen, no actual punctures or breaks in the catheter could be found. It is possible a puncture did occur underneath onyx found on the catheter lumen, which lead to the onyx to leak out, however this could not be confirmed as the onyx has already solidified. Possible causes of this failure are injection of onyx material when the distal portion of the catheter is kinked, prolapsed or occluded. Injection against resistance (premature solidification), injection rate too high, user pauses for greater than 2 minutes during injection, and onyx volume equivalent to dead space of catheter is injected and is not visualized exiting the catheter tip. H6: method code updated to b19. Result code updated to c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the apollo catheter ruptured during use, but it remained intact. It was indicated that all devices were prepared/flushed as per the instructions for use (IFU), and no patient symptoms or further complications were reported.